Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No battery out limit alarms noted. Unit received with intermittent button response due to corroded keypad traces. Unit received with minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer kept changing the battery but the insulin pump kept alarming battery out limit. The batteries were out of the insulin pump greater than the duration allowed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.